Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient that cycler alarmed for air detected in cassette warning in drain 1 of 6. Treatment was canceled. When patient opened the pump door in order to remove the tubing set being used there was fluid coming from inside of the door. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. Patient's peritoneal dialysis registered nurse (pdrn) later confirmed the leak did not result in any adverse events. Medical intervention was not required. The patient is performing continuous cycling peritoneal dialysis after the event. The set was discarded.